Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the passive lead could not be fixed well due to the lead's "spiral problem." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.